Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. A gastrointestinal ilcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2023, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, the patient presented to the gastrointestinal hospital for abdominal pain. Upon completion of an upper digestive endoscopy, several decubitus ulcers were identified along the intestinal tube. Duopa therapy was discontinued and the device was removed and discarded.